Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed to open and it was unable to recover. The field service engineer (fse) had arrived and customer had been informed that a power cycle had been performed, successfully clearing the issue. To ensure the problem did not recur, the fse had inspected the auxiliary (aux) cabinet bus cable for any worn spots and had applied tape where necessary. The fse had also checked each full-height drawer, removing any medications and debris from under the cubies. After completion, the hardware test application had been run to fully verify functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not opening. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.